Event description:
The customer reported that the lh500 hematology analyzer generator erroneously low white blood cell (0.7 x 10 to the third power ul) and hemoglobin (0.8 g/dl) test results on one pt sample when it was processed in automatic mode. The test results were accompanied by instrument-generated messages including partial aspiration flags for all parameters. The laboratory reran the pt sample and got "the same readings" (printout not provided). The erroneous results were not reported out of the laboratory. The pt was sent to the ER (emergency room) and a new sample was collected and tested on another instrument (instrument identity not provided). The redrawn sample recovered higher test results (white blood cells, 5.02 x 10 to the third power ul; hemoglobin, 5.4 g/dl). There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
A field service engineer visited the site on (B)(4) 2009 to collect raw data; he did not perform any service on the instrument at that session. The root cause is unk but likely to be sample related. The lh500 instrument generated appropriate flags that alerted the operator to further review before reporting out test results. Additionally, as per beckman coulter inc labeling, when a sample gives the partial aspiration error the operator should: ensure the specimen tube has a sufficient amount of whole blood. Rerun the specimen in the automatic mode. If error recurs, rerun the specimen in the manual mode. This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.